Event description:
It was reported that there were inaccurate readings. The readings were 10 - 15% out of range. No pt involvement.

Manufacturer narrative:
The returned sensor was evaluated. During evaluation the sensor passed all visual and functional testing. The sensor was determined to be functioning as designed. A service history record review was performed and confirms this device was in the field for one (1) year with no reported issues prior to this reported event.

Manufacturer narrative:
Multiple attempts for product return and requests for add'l info were made. The unit has not been returned to masimo to allow an analysis to be performed. If new info is obtained or the device is returned, a f/u report will be submitted.